Manufacturer narrative:
This MDR is result of a retrospective review of complaints.t he malfunction was confirmed. The sensor was received in house with the hydrogel appearing translucent. The post explant qc test confirmed that sensor malfunctioned due to partial gel translucency.

Event description:
On (B)(6) 2019,the user was made aware that the sensor has to be removed due to early sensor retirement.